Event description:
It was reported by the customer's mother that her daughter is hospitalized for diabetic ketoacidosis and also the customer's foot got ran over. The customer is pregnant. The customer's mother also reported that the insulin pump was dropped and broke and now the wires are exposed and a motor error alarm occured. Customer's blood glucose level at the time 777mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.